Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. No unexpected low battery alarms could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 30 mg/dl. The customer had battery issues as well. She changed the battery every three to four days. The product was returned. Nothing further to report.